Event description:
A surgeon reported the system gave erroneous axial length readings, prior to the cataract surgery in the left eye. The pt underwent a second surgery for intraocular lens exchange.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).